Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial inr = 6.6; repeat test = 4.4. Caller reported no known medical issues or anemia. Caller also reported that several pts were testing unexpectedly high and then 2-3 units lower upon repeat and said the issue was noticed after opening a new box of strips.

Manufacturer narrative:
Investigation pending.